Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro wire and the silicone of the jaws split, making the device unusable. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint number: (B)(4). Autonumber: (B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use with evidence of blood and charred tissues were observed on the jaws. Microscopic inspection showed the silicone insulation to be peeled away, exposing the metal foundation, yet remaining attached to the jaw. It was also observed that the heater wire on the hot jaw was slightly flexed but remained attached to the jaw. Based on the returned condition of the device and the evaluation results, the reported failures "peeled jaw", and ¿material twisted/bent¿ are confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro wire and the silicone of the jaws split, making the device unusable. A replacement device was used to complete the procedure. The hospital did not report any patient effects.